Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the charger and the programmer. The patient does not recall the last time the ipg was charged. In addition, the patient does not have stimulation. The ipg was confirmed to be inoperable by the company representative. Surgical intervention may be undertaken to address the issue.